Event description:
Ligasure device used on laparoscopic bowel surgery. Insulation on tip of device came off during procedure. Insulation and all of device was recovered in its entirety per our hospital policy for counts. No injury to the patient occurred.